Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when the dilator was inserted into the vizigo¿ sheath, the hemostatic valve was damaged, and the dilator was bent. The dilator was bent when they were trying to advance it through the sheath. The biosense webster inc. (Bwi) representative cannot be more specific on what section of the hemostatic valve broke/ separated. The bwi representative thought that the silicone valve itself got dislodged and pushed into the sheath a little. The bwi rep is unsure if the hemostasis valve (gasket) broke into two or more separate pieces or if it detached from the sheath. Photo is not available. The sheath was being prepped to be used but broke before insertion. The sheath/dilator was never in the patient¿s body. It was replaced with a new one, the issue was resolved, and the case continued. Air did not enter the patient¿s body to their knowledge. This issue did not require percutaneous or surgical removal. The sheath was not in body so no blood return. The dilator damaged issue was assessed as not MDR reportable. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental (B)(4) report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 06-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when the dilator was inserted into the vizigo¿ sheath, the hemostatic valve was damaged, and the dilator was bent. The dilator was bent when they were trying to advance it through the sheath. The biosense webster inc. (Bwi) representative cannot be more specific on what section of the hemostatic valve broke/ separated. The bwi representative thought that the silicone valve itself got dislodged and pushed into the sheath a little. The bwi rep is unsure if the hemostasis valve (gasket) broke into two or more separate pieces or if it detached from the sheath. Photo is not available. The sheath was being prepped to be used but broke before insertion. The sheath/dilator was never in the patient¿s body. It was replaced with a new one, the issue was resolved, and the case continued. Air did not enter the patient¿s body to their knowledge. This issue did not require percutaneous or surgical removal. The sheath was not in body so no blood return. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and backpressure test/functional evaluation of the vizigo¿ sheath. Visual analysis of the returned product revealed that the vizigo¿ and the hemostatic valve were in good condition. However, the dilator was found bent. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record (DHR) evaluation was performed for the finished device 50000095 number, and no internal actions related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. The issue of dilator damage reported by the customer was confirmed. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).